Event description:
A report was rec'd from (B)(6) stating that during patient use, suddenly the device alerted with "motor fault alarm" and "high paw" alarm and stopped ventilating. The patient was manually ventilated via ambu and was switched to another ventilator. The event history on the device, according to info rec'd, recorded the event history at 10:45; however, the event occurred "around 10:40". The device settings were reported as "pc-a/cmv, it:0.6 sec, pc:25, peep:7, 30bpm, trig:0.5". There was no patient injury reported.

Manufacturer narrative:
(B)(4).